Event description:
It was reported that impedances were greater than 40,000 ohms, except case to contact 0 which was 1,061. It was noted that this was seen intraoperative at a stage 2 procedure. It was noted that the surgeon could visually see that the last contact was showing some metal coming out of header. It was noted that the surgeon took the extension out, wiped it off and reinserted. It was noted that the first time they took it out it appeared to have tissue on it, which was wiped off. It was noted that the extension for the right side inserted without any issues and impedances were all ok. It was noted that rotating implantable neurostimulator and holding extension close to the connector block while inserting did not resolve the issue. Upon visual inspection, there was no issues seen that would cause the extension not to insert into the header. It was noted that the extension was reinserted into the header block but it continued to appear not to be fully inserted. It was noted that all impedances remained above 40,000 except c-0 which was at 1,041. It was noted that the lead to extension connection was disconnected and reconnected without any issue, however, the high impedances remained. It was noted that the ins was explanted and replaced with a new ins. It was noted that impedances were then ok with the exception of case and 3, 0 and 3, 1 and 3, and 2 and 3, which were all over 40,000. It was noted that on the right side impedances were ok, with the exception of case and 11, 8 and 11, 9 and 11, and 10 and 11 which were all over 40,000. It was noted that the extension did fully insert into the new ins. Additional information received reported that they did use a lead end cap on the leads but visually the leads looked very smooth and straight, with no bends or kinks visually. It was further noted that on the first ins, that while the extension could not be advanced into the left port; it was successfully inserted into the right port. It was noted that the surgeon decided that even as electrodes 3 and 11 showed opens, to close the patient and use electrodes 0, 1 and 2 in programming. Additional information received reported that the ins would not allow the extension wire to be fully inserted into the header block on the left port of the first ins. It was noted that there was no patient injury and the patient recovered without sequela. Refer to manufacturer report #3004209178-2013-11404.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID neu_wrench_acc, product type accessory; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).